Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
On 2016-01-11, information was received from a healthcare professional (hcp) via a product surveillance registry (psr) regarding a patient receiving hydromorphone (7.5 mg/ml at a dose of 1.5005 mg/day) and bupivacaine (7.5 mg/ml at a dose of 1.5005 mg/day) via an implantable pump for non-malignant pain and failed back syndrome - other. It was reported the patient had increased pain and nausea. On (B)(6) 2017, device interrogation was performed and identified a pump reservoir volume discrepancy. The estimated reservoir volume (erv) was 2.7 ml and the actual reservoir volume (arv) was 23 ml. The event resulted in an unscheduled clinic or office visit. The event was indicated as related to the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient was scheduled for a catheter dye study. The patient denied MRI, hospitalization >24, botox or rehab. The work status of the patient was long term disability. The patient completed oswestry disability index (odi) but declined completing euroqol five dimensions questionnaire (eq-5d) due to not feeling well. On the pump refill dated (B)(6) 2016 the pump was programmed with 20ml instead of correctly with 40ml. The patient denied any problems with the pump or meds. The patient rated the pain 3 or 10 and stated she was doing well with her current medication regime. The patient had a history of back surgery, scoliosis, and osteoporosis. The history of the present illness of back pain - lower region had a bilateral location, was sharp, stabbing, and leg, for more than one year, and was constant. The patient had mild allergies to codeine, iodine, kenalog, and penicillins. The patient's blood pressure was 115/80 and found to be normal.

Event description:
Additional information received from a healthcare provider via a clinical study reported on 2016-oct-20 the patient was incorrectly programmed with 20 ml volume medication rather than accurately entering the 40 ml volume. It was noted this was an error in programming only and patient did not in fact have a discrepancy related to any issue other than incorrect programming. There was no issue with the device but the device was mis-programmed as indicated. The issue was not related to the device or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.